Event description:
The customer observed negatively biased results on a pt correlation following calibration of an alternate vitros valp reagent lot on a vitros 5,1 fs chemistry system. The customer indicated that quality control results were acceptable. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The investigation was not able to determine if biased pt results were reported. There was no report of pt harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that discordant valp pt results were obtained using two different lots of vitros valp reagents, however, root cause was not determined. The investigation determined that the customer removed vitros valp reagent packs from vitros 5, 1 and stored them in the refrigerator when not in use. The MFR's recommendations are to load the vitros valp reagent pack and leave on-board the analyzer for up to 7 days. In addition, the customer's pt correlation included an expired vitros valp reagent lot. Acceptable performance was achieved following re-calibration of each valp lot using fresh vitros valp reagent packs. The importance of consistent reagent pack handling was reviewed with the customer. The definitive root cause of the biased valp results is unk, however, user protocol with regard to valp reagent pack handling cannot be ruled out.